Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 50 mg/dl. The low bg cause was not known. The customer did not provide how they addressed the low bg level. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.